Event description:
Inflation could not be maintained on two (2) size 6 fen, low pressure cuffed tracheostomy tubes. The first device was in use approx fifteen (15) days and the second device was in use seven (7) days. There was one (1) pt involved with no reported pt compromise. Add'l info relative to the reported event, pt and device usage has been requested. One (1) of the reported 6 fen devices was discarded, one (1) 6 fen device is reportedly available to be returned to the MFR for identification, analysis and investigation. As of the date of this submission neither the requested info or the 6 fen device has been received by the MFR.